Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had a fall ¿about a month and a half¿ prior to the date of this report and since that time had not received relief. It was noted that the patient ¿must have done something with the leads because it was not feeling like it used to before.¿ prior to the fall the patient was happy. Since the fall, stimulation had been increased to 5.7v on program 4. The patient wanted to try a different program to ¿see if it helped¿ symptoms. On program one the patient felt stimulation in ¿the middle of the right buttocks area.¿ on program four at 6.3v the patient felt stimulation in the ¿right side anal area¿ and felt pressure pain at the tail bone and a ¿weird feeling¿ on the ¿right back of leg.¿ the highest patient could goon program four was 6.3v. It was noted that on program two it ¿does not recognized program.¿ it was noted that there was a loss of therapeutic effect. It was noted that the patient was not getting any symptom relief. Additional information was requested but was not available at the date of this report.

Event description:
Additional information received reported that during the fall (B)(6) 2013, the patient pushed her son out of the way of a falling 2x4 and they both fell. The patient fell very hard on her back and got the wind knocked out of her. The patient lost stimulation in the correct area following the fall and had to increase stimulation higher and higher. The implantable neurostimulator (ins) was to be replaced (B)(6) 2013. It was unknown if the lead was to be replaced as well.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va04a8n, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient experienced a change in therapy following a fall in (B)(6) 2013. It was stated that the patient¿s ¿urine lets go whenever it wants to.¿ the patient believed the ¿wire¿ migrated and needed to be fixed. The patient was currently at 0.70 volts and stated it was not doing anything. The patient had an appointment with the healthcare provider (hcp) on monday.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889-28, lot# va04a8n, implanted: (B)(6) 2012, product type: lead . Product ID: 3037, serial# (B)(4), product type programmer, patient.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had the device replaced and it was burning through the battery. There were no further complications reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID: 3889-28, lot# va04a8n, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the device was not replaced by the hcp. The patient was last seen in the hcp office on (B)(6) 2014.